Event description:
The device was implanted in 1998. Reportedly, the device migrated. The surgeon performed a reoperation and explanted the cage. The hosp has reported the pt's condition is satisfactory.